Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #s: (B)(4), description: linear st- lead, 50cm. Explanted ipg and leads will not be returned to bsn as it was discarded by medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to discomfort at the ipg pocket site. The patient is doing well following the procedure.